Event description:
It was reported that the pt underwent an MRI and the pump subsequently had a motor stall. The MRI stall occurred at 17:48 with recovery at 18:48 the same day, 2008. A pump memory error also occurred during interrogation. Sources of potential emi were present. The pump infusion mode was programmed to minimum rate. The pump memory error occurred during pump update. The pump memory alarm was heard. The pt was moved away from the xray room. Pump update was then performed successfully. The pump contained dilaudid, clonidine and bupivacaine. No pt symptoms were reported.